Event description:
It was reported that a patient underwent an exploratory laparotomy, due to a local re-occurrence of a desmoid tumor. The patient had a medical history of many surgical interventions regarding the same problem. The surgeon took this case after patient had been operated seven times previously. During the surgical procedure in 2009, the abdominal cavity had difficult access, because there was no presence of most of the muscles aponeurosis and peritoneus. With a lot of difficulties, it was possible to isolate and identify all the intestine segments, because there was a lot of adherence. The surgeon performed a total resection of the tumor, including the removal of the remaining abdominal wall. After reviewing the entire abdominal cavity, no lesion was found. The surgeon then placed the mesh -size 30 x 30 cm to reconstruct the abdominal wall and avoid further hernias. The cavity was washed with normal saline solution and the patient was closed and sent to the intensive care (ICU). In the second day post surgery, the patient presented excellent general condition and left the ICU to go the room without any issues. Surprisingly, in the fifth day post surgery, there was drainage of bile secretion through the drain, which seemed to be strange, because there was no reason for that. Initially, it was thought it was a seroma, because the patient did not present any sign of inflammatory response. In the next day, an increase of secretion drainage was observed and methileno blue was used to confirm a fistula. Then, the patient underwent another surgical procedure. The fistula was located in the jejune. An exhausted washing was performed in the cavity, the fistula was corrected with suture in two planes. The previous implanted mesh was removed because it was infected. Three more procedures (laparotomy) were performed within a fifteen day interval to wash the cavity. When there was no more infection present and the fistula was closed, a new mesh was placed on an unknown date.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. This is one of three medwatches being submitted, as three devices were involved in this event. See also medwatch 2210968-2009-00673 and medwatch 2210968-2009-00674. The same patient is represented in each medwatch.